Manufacturer narrative:
Checkpoint verification pins were left in the patient's leg inadvertently during procedure. Surgeon failed to follow warnings both in the navio user interface and in the instructions for use. He ignored prompts within the user interface that required on-screen confirmation by the surgeon that the checkpoints were removed prior to closing the incision. No initial patient injury was reported and surgeon believes the retained components do not pose a threat to patient health, however long-term impact cannot be definitively determined. Although no malfunction is present, this event is still to be reported, as material was unintentionally left in the patient.

Event description:
After completing a navio tka procedure and reviewing the patient's x-rays, dr.(B)(6)notified the smith & nephew clinical representative on (B)(6) 2016 that the checkpoint verification pins (2) had been left in the patient after closing the incision - one on the femur and one on the tibia. The surgeon notified the patient and decided to leave checkpoint verification pins in the patient, citing that they will not cause any harm to the patient and that he would not be notifying any regulatory agencies.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith& nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith&nephew, or its employees, that the report constitutes an admission that the device, smith&nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that the surgeon reported that after reviewing the patient's x-rays (2 weeks post op), he noticed the checkpoint pins had been left in after closing. The surgeon has notified the patient and has decided to leave them in. The navio system will always show a dialog box to remind surgeon to remove checkpoint pins after cutting stage and before case is exited which indicates surgeon dismissed the reminders and left the pins in the patient.

Manufacturer narrative:
H10, h3, h6: the device, used in treatment, was not returned for a prior investigation. It was reported that after a case, the checkpoint pins were left in the patient. There was no actual malfunction of the device as the reported event was due to procedural error by the surgeon (user error). However, as part of a re-investigation, an x-ray photo was provided and visual inspection showed the checkpoint pins left in the patient. DHR review found that the reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports of the event. The surgical technique guide released at the time of the complaint provides a warning under cement and close (page 45) that states: prior to closing the patient's incision, be sure to remove both the femoral and tibial bone checkpoint pins. Therefore, according to the description of the complaint, the user did not follow the IFU, which caused the event. This reported event is an identified failure mode within the risk file. Based upon the reported event, we can confirm that there was relationship between the reported event and the device. There was no malfunction of the device as the event was as a result of procedural error by the surgeon (user error).